Manufacturer narrative:
D.4 revised primary UDI number as it was entered incorrectly on the initial report that was submitted, e.1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history review confirmed the device passed all the post sterile inspection checks. The clinical details state that there was a placement signal not reliable (psnr) alarm that occurred on the 3rd. It is unknown the timeframe on which it started to occur after implanting the pump. Due to a lack of product or data logs returned, the root cause of the optical sensor issue cannot be determined. H6 investigation type, findings and conclusion codes and component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
Patient-specific information a4 weight is unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support and same day post implant optical signal was lost. No further information surrounding the event was noted. The patient was successfully weaned from the device the following day and device was explanted with a survived patient outcome.